Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a post auricular keloid which was treated with an injection of triamcinolone (specific date and dosage not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.